Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle's positive pulse pin was thermally damaged. The root cause for the damaged pin was unable to be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor does not communicate with belt.